Event description:
A ti single vector distractor seperated post-operative. The distractor was replaced.

Manufacturer narrative:
H10: additional narrative: d1, d4: catalog number and lotnumber have been provided. H3: no product was returned for evaluation. Review of the manufacturing records found no complaint related discrepancies. A cause could not be reliably determined. H4: manufacture date obtained from lot number received.